Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was seen for annual appointment on (B)(6) 2022. No issues or concerns were previously reported. Patient is non-verbal. In situ testing revealed affected channels. Further steps are unknown.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Patient was seen for annual appointment on (B)(6) 2022. No issues or concerns were previously reported. In situ testing revealed affected channels. The clinic will likely proceed with revision surgery, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Patient was seen for annual appointment on (B)(6) 2022. No issues or concerns were previously reported. In situ testing revealed affected channels. The user was reimplanted.